Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up visit, several episodes of oversensing was observed on the rv lead. Lead was capped on (B)(6) 2016 and remains inactive. A new lead was implanted with normal range. Patient was stable.